Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Internal abrasions were found at 9.5-11.2cm and 14.0-15.2cm from distal tip. External insulation abrasion found at 15.7- 16. 1cm from distal tip, consistent with lead friction to another device or structure. External abrasion found at 40.6 to 41.0cm from distal tip consistent with friction to the ICD. Internal abrasion found underneath rv shock coil at 5.2-5.5 cm from distal tip. The etfe coating was intact in five locations. Internal abrasion found underneath svc shock coil at 28.9-29.4cm from distal tip. The etfe coating on one conductors was abraded, this could cause sensing issue.

Event description:
It was reported that the lead was explanted and replaced due to sensing anomaly.